Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the illumination bulb needed replacement. It is unknown when the event occurred and if there was a patient involved. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on july 13, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp projection. However, how the lamp became nonconforming could not be determined conclusively. (B)(4).